Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2017, one clip was successfully deployed, reducing mr from 4 to 1. On (B)(6) 2020, the patient returned with recurrent mr due to disease of progression. The clip is stable on the leaflets. The patient was successfully treated with a second mitraclip procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the overall information, the reported recurrent mitral regurgitation appears to be due to patient anatomy. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event corrected. D6: implant date corrected. G4: initial alert date corrected from (B)(6) 2020 to (B)(6) 2020. H6: patient codes (B)(6) removed, (B)(6) added. H6: device code 2507 removed, 2993 added.

Manufacturer narrative:
Date of event: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report (single leaflet device attachment/slda), recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr). On (B)(6) 2020, one clip was successfully deployed, reducing mr. On an unknown date, the patient returned with dyspnea. Imaging showed that the clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr to 4. On (B)(6) 2020, the patient underwent a second mitraclip procedure for additional treatment, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.